Manufacturer narrative:
An invalid lot number was provided, so the device history record could not be reviewed. The sample was not returned to argon for evaluation, so the alleged complaint could not be confirmed. If the sample is returned to argon in the future, a follow-up report will submitted with the device evaluation.

Event description:
Argon cleaner is wire fractured during procedure. Foreign body was not able to be snared.